Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including full functional testing and ECG stress testing without duplicating the report. The defib receptacle was replaced and new multifunction cable was sent to the customer as a precaution. The device was recertified and returned to the customer. The multifunction cable used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.